Event description:
The patient reported that normally they had their stimulation on 3.5v at all times. However, the day prior to the report the patient's stimulation jumped up to 9.0 when the patient was walking around. There were no falls or trauma reported to be associated with this event. The patient checked their implantable neurostimulator (ins) with their patient programmer and it showed that the stimulation was on. The patient did not see the normal upright or lying labels that they normally saw. It just showed that they were on program a. However, then the patient noted that the device showed that they were in the upright position and still at 3.5v and the stimulation did not jump up to 9.0v during the time of the report. They were unable to recreate the incident so the patient was redirected to their doctor. The patient was implanted for non-malignant pain.

Event description:
Was received in a patient letter reporting that the patient had been having back pain. It was reported that the issue of stimulation jumping up to 9.0v had been resolved but it was not clarified what steps were taken to do this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.